Manufacturer narrative:
The device was returned without the pusher for analysis. The monofilament knot tie was noted to be intact on the implant, with the monofilament extending approximately 5cm proximal. There was evidence of kinking along the entire portion of the implant. The edge of monofilament was noted to have a diagonal surface with rough edges, and tensile striations leading into a fractured point. Based on the investigation, evidence of a tensile break was noted on the monofilament; however, with absence of the pusher, could not confirm the type of detachment. The root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded its maximum strength specification.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an embolization treatment, resistance was encountered in the microcatheter. During removal, resistance was encountered again, and the coil detached in the microcatheter. Both segments of the coil were removed along with the microcatheter in their entirety. There was no reported intervention or patient injury. The patient is reported to have no issues.